Event description:
As the pack was being opened, the tip on the guidewire was found to be broken.

Manufacturer narrative:
As the pack was being opened in preparation for a procedure, it was noted that the tip of the guidewire had broken off. It was set aside and another device was used in its place. There was no pt involvement with this incident. The guidewire is a component in a custom procedural pack. This component is manufactured by (B)(4). They have been notified of this incident and will make the determination if any corrective action is indicated.